Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Clinical evaluations committee have adjudicated that the patient suffered an arch defined mi and a stroke approximately 9 months post the index procedure. It was reported that approximately 1 week after the mi and stroke that the patient died. The death certificate lists the cause of death as acute respiratory distress syndrome, right mca infarction secondary to embolism and (B)(6) infection of the lungs. Coronary disease was listed as a contributing factor to death. Also listed as contributing to patient death was heart failure from a severe remote mi.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke; mi and death).